Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of multisystem organ failure (msof) and hypoxic brain injury could not conclusively be established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists death, multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, neurologic dysfunction, and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure and high suspicion and concern for hypoxic brain injury given a lack of basic reflexes (including corneal/cough/gag/pupillary) in the setting of prolonged hypoxemia. The device operated as intended and there were no reported device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. No additional information was reported.